Manufacturer narrative:
Reported event: an event regarding alleged wear involving an unknown implant liner was reported. The event was confirmed based on photographs method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with scratches and damage can be noted on the surface of the liner. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: documents: 02/16/2021 stryker pi report 02/15/2021: implant sheet: 32 0 head pca, 32mm 100 pca hooded liner 09/28/1994: op note: 40 yo man, avn, left that, pca stem #4 mid, 61mm d shell with 26mm head and 100 hooded liner, 20mm x 6.2mm screw. Confirmation: no aspect of the event may be confirmed with the materials provided. Root cause: medical records and radiographs would be required to confirm the event and provide a root cause. That said, there was a tha documented in 1994 with a pca implant using a 26mm head. It would not be surprising to have a revision for polyethylene wear, as noted in the description, 26 years postoperative. With the known wear patterns and survivorship of the polyethylene from that era, 26 years is quite good. I do not suspect that there were any issues with the implants, but additional records would be required for confirmation.. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: it was reported that the patient's left hip was revised due to poly wear. The event was confirmed based on photographs. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with scratches and damage can be noted on the surface of the liner. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to poly wear. A poly liner and 26 mm head were revised to a pca 32 mm insert and pca 32 + 0 head. Rep confirmed that other than attached op notes from primary surgery, explant pictures, and revision usage sheet, no further information would be released by the hospital or surgeon.